Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Attorney.

Event description:
Litigation papers allege following his surgery, patient began suffering from pain and discomfort in his hip. Doi: (B)(6) 2007; dor: (B)(6) 2009; (right hip). Update ad (B)(6) 2018: (B)(4) has been reopened under (B)(4) due to receipt of ppf and sticker sheets.  In addition to what were previously alleged, ppf alleges loosening of the cup and fracture of a component. The stem was added to the impacted product as it was removed during the revision surgery. Part/lot numbers and patient information were provided in the ppf. Doi: (B)(6) 2007; dor: (B)(6) 2009; (right hip).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.